Event description:
It was reported that during a ptca/stent procedure, the stent became frozen on the guide wire as it was being advanced through the guiding catheter. Both devices were removed together. This event is being based on investigative analysis. No pt injury was reported.